Event description:
An endeavor rapid exchange (rx) drug eluting stent was implanted in the distal lcx during the index procedure. Pt was asymptomatic / free of symptoms at 30 day, 6 month, 1 yr and 1.5 yr follow ups. It is reported that the pt expired approximately 2 days post 1.5 yr f/u. It is reported that the pt died suddenly, the cause of death is unk. Investigator has indicated that the event was not related to mi or the study procedure. It was not assessable if the event was related to the study stent. It was reported that there was no evidence of stent thrombosis. Autopsy report is not available.

Manufacturer narrative:
(B)(4).